Manufacturer narrative:
The serial number provided was not for the suspect device. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 260.4130 error. Biomed just replaced the bezel assembly. Had biomed remove rear case and troubleshooting led to the patient side pressure sensor harness installed incorrectly. Corrected the harness and error went away.